Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they noticed air bubbles and they experienced hyperglycemia. The customer¿s blood glucose was 433 mg/dl at time of incident. The customer noticed the air bubbles during therapy and the approximate size of air bubbles was one fourth. The reservoir will be returned for analysis.